Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; however, the field service engineer (fse) performed an on-site inspection that revealed the equipment started up with an error. Based on the error code, it was determined that the acquisition host was loose. After reseating the circuit board, the system returned to normal operation. The equipment is running normally, and all functional tests passed. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of "cause traced to component failure". This conclusion was selected because the reason for the device could not be turned on was most likely determined to be the acquisition host was loose based on the fse analysis onsite and additional available information. Furthermore, fse reseating of the circuit board has resolved the complaint.

Event description:
It was reported that the procedure was cancelled. A polaris mmg system was selected for use. Prior to procedure, the device could not be turned on. The procedure was not completed with another device. The procedure was cancelled due to this event. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. A polaris mmg system was selected for use. Prior to procedure, the device could not be turned on. The procedure was not completed with another device. The procedure was cancelled due to this event. No patient complications were reported.